Manufacturer narrative:
Concomitant medical products: product ID: 8782, lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4) implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: catheter (B)(4). Analysis of the pump found no anomalies. (B)(4).

Event description:
Additional information received reported that the patient experienced redness, swelling, drainage, and pain at the device pocket. A culture if the infected area was obtained, but no results were reported. Perioperative antibiotics were administered and the patient did not have meningitis. The infection reportedly resolved.

Manufacturer narrative:
Conclusion: applies to the pump (s/n (B)(4)). Conclusion: applies to the catheters (s/n (B)(4)).

Event description:
Additional information received from the consumer's mother reporting conflicting information regarding the explant date of the pump system. The patient's mother reported that the system was explanted in (B)(6) 2014.

Event description:
It was reported that there was an infection at the device pocket. The event resulted in hospitalization and explant. The patient¿s status at the time of the event was said to be alive and no injury. It was unknown of a culture of the pocket was performed or if antibiotics were necessary. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.